Manufacturer narrative:
The exact catalog and lot numbers are not known. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to have been a history of bilateral calf deep vein thrombosis (dvt), skull fracture and a contraindication to anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well and without complication. Approximately nine years and nine months after the implantation, the patient became aware that the filter had tilted, was embedded in the wall of the inferior vena cava (ivc) and that filter strut(s) had perforated outside the ivc. Attempts to retrieve the filter were not documented. The patient further reported having experienced mental anguish and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter tilt, embedment, and perforation of the inferior vena cava (icv). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due history of bilateral calf deep vein thrombosis (dvt), history of skull fracture, and contraindication to anticoagulation. During implantation of the filter via right common femoral vein, the filter was placed into the infrarenal ivc without difficulty. The patient tolerated the procedure well without evidence of complications and was transferred to their room in condition unchanged. According to the information received in the patient profile form (ppf), approximately on or about nine years and nine months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the inferior vena cava (ivc), tilt, filter embedded in the wall of the ivc. There has been no known attempt to remove the filter. The patient also reports to suffer from mental anguish of not knowing what could happen at any time with the filter.